Event description:
It was reported that the monopolar curved scissors instrument was dull and not functioning properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the instrument was not able to cut cleanly through .006" latex. The latex gets snagged at the scissor tips. The blades are not damaged, however, the blade edges are slightly rounded at the tips, negatively affecting cut performance. Electrical continuity passed. Engineering also observed that one side of the distal end of the main tube has a long section with material removed on one side of the tube. The damaged area goes all the way up to the midpoint of the tube. The damaged area is gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.